Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR report #: 2134265-2012-03721. It was reported that during a stenting treatment procedure, myocardial infarction, thrombosis and death occurred. The procedure was a complicated trifurcated angioplasty. The right coronary artery (rca) was mildly calcified and moderately tortuous. There was an 85% stenosed target lesion located in the distal rca, an 90% stenosed target lesion located in right posterior descending (pda) artery and an 85% stenosed target lesion located in the posterolateral branch. The rca collaterals had formed a by-pass to the left anterior descending (lad) artery which was completely occluded at the ostium of the lad. Using the right femoral approach, pre-dilation was performed with a 2.0x20mm apex balloon with four inflations to maximum 12 atms in the distal rca and two inflations to maximum 14 atms in the right posterior descending artery (pda). Then an unspecified non-bsc stent was deployed at 11 atms for 30 seconds in the right pda with a second inflation to 11 atms. Next a 2.5x16mm promus element plus was advanced and deployed at 11 atms in the distal rca. At that point the guide catheter and "all the equipment was backed into the aorta changing to a 7fr system". Post dilation was then performed in the distal rca with an unspecified balloon at 6 atms for 30 seconds. Finally a 2.75x12mm promus element plus stent was advanced and deployed at 11 atms. At that point the rca occluded with thrombus going from proximal of the stented segment to distally of the stented segment, shutting down the last remaining collateral supplying the anterior portion of the heart and the patient experienced myocardial infarction. External chest compressions were performed 30-45 minutes at the end of the procedure but the patient expired. The cause of death was listed as cardiac arrest.